Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and insulin injections were administered to address the bg level. The customer thought that the non-tandem infusion set cannula was possibly bending while it was inside the body; however, there was no reported observed physical damage. Due to the high bg, the customer hit her foot against the bathtub and the left foot pinky toe broke. The customer reported no third party assistance. The customer declined tandem technical support's offer to troubleshoot. Reportedly, the customer met with a healthcare provider and discussed different types of infusion sets and was to resume pump use after this appointment.